Event description:
The ge oec 9800 fluoroscopy system would not make x-rays. No image or fluoro.

Manufacturer narrative:
A ge oec service rep investigated the issue and found an open snubber pcb. The snubber pcb was replaced to restore functionality. This issue, although, the technique tracked to maximum values does not allow x-ray generation. This is the main fuse for the high voltage system. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.